Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician replaced the main board to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.